Event description:
Update: the patient experienced decreased range of motion in the right knee and pain. The polyethylene replacement would likely be smaller in size. The procedure was planned for (B)(6) 2025. Involved components: nr076z/ as columbus rev f tib.offset cement.t3+ (aesculap ag reference no. (B)(4)). Nr188z/as tibia offset stem d18x132 cementless (aesculap ag reference no. (B)(4)). Nr466z/as columbus rev fem.spacer dist.f6 5mm (aesculap ag reference no. (B)(4)). Nr466z/as columbus rev fem.spacer dist.f6 5mm (aesculap ag reference no. (B)(4)). Nr400z/as nut f/femur extens.stem all sz.neutr. (Aesculap ag reference no. (B)(4)). Nr016z/as columbus rev f femur cemented f6r (aesculap ag reference no. (B)(4)). Nr437z/ as femur extens.stem 5° d17x177 cem.less (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: a section: patient data. B5 - description updated. D4 - batch, expiration date. D6 - implant date. D10 - involved components. H4 - manufacture date. H6 - codes updated.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon trend analysis, batch history review, and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: due to the lack of data and without the complaint sample being available for investigation, a definite root cause for the revision cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: nr076z/ as columbus rev f tib.offset cement.t3+ (aesculap ag reference no. (B)(4)). Nr188z/as tibia offset stem d18x132 cementless (aesculap ag reference no. (B)(4)). Nr466z/as columbus rev fem.spacer dist.f6 5mm (aesculap ag reference no. (B)(4)). Nr466z/as columbus rev fem.spacer dist.f6 5mm (aesculap ag reference no. (B)(4)). Nr400z/as nut f/femur extens.stem all sz. Neutr. (Aesculap ag reference no. (B)(4)). Nr016z/as columbus rev f femur cemented f6r (aesculap ag reference no. (B)(4)). Nr437z/ as femur extens.stem 5° d17x177 cem.less (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr132m - columbus rev f mc glid.surf.t3/3+ 14mm. According to the complaint description, a surgery to replace the polyethylene component(s) had been planned. Debridement of scarring on the right knee would also be performed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).